Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 600 mg/dl, though her blood glucose has since decreased to 124 mg/dl. Troubleshooting was initiated for the no delivery issue. The customer was able to rewind and prime with the insulin pump. The customer disconnected and reconnected the reservoir and ran another prime: insulin exited the tubing. The customer was advised that the insulin pump was working as designed, and that the no delivery alarm was caused by an infusion set or reservoir occlusion. The insulin set and reservoir will be returned for analysis and a replacement of each product was shipped to the customer. The insulin pump will be returned and replaced due to multiple no delivery alarms.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.